Event description:
It was reported that during a therapeutic endoscopic sinus surgery, the instaclear sheath¿s metal tip was observed to be protruding and fully detached. This resulted in an approximately 30-minute delay. The procedure was completed using another device. There were no reports of patient or user harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.